Event description:
A nurse reported a pt with residual astigmatism following intraocular lens (iol) implant surgery. A lens exchange is not planned. In a follow up, the nurse reported that the surgeon is not sure of the cause for the astigmatism. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 09/29/2010, 10/01/2010, 10/04/2010 and 10/18/2010 by phone, fax, and mail. Additional info was received (B)(4) by phone. A completed questionnaire has not been received. (B)(4).